Event description:
It was reported that the catheter was unable to pace during use. The problem was solved by exchanging the catheter. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one bipolar pacing catheter. The customer report of pacing issue was not able to be confirmed. No visible damage or abnormality was observed from catheter body, balloon or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The complaint affected unit was returned for evaluation and no defect was found. Therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection and tip visual inspection. A device history record review was completed and documented that device met all specifications upon distribution.